Manufacturer narrative:
Device evaluation was completed. But the reporter did not capture the number of error codes, and captured action taken, box h codes and due date incorrectly in the previous report. Moreover, product UDI not been captured in the previous report. These have been updated and corrected in this report. Due date has been corrected. In box d: product UDI has been updated. In box h6: device problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid have been corrected. During device evaluation, there were fifteen error codes found, and device was corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. Dust was found in contamination findings. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.